Manufacturer narrative:
The permanent cautery hook instrument has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a small piece of the plastic tip of the permanent cautery hook instrument was found missing. At this time, the location of the broken fragment is unknown. It is also unknown if the missing fragment was retained inside the patient.

Event description:
It was reported that during the da vinci-assisted surgical procedure, a small piece of the plastic tip of the permanent cautery hook instrument was found missing. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr stated that the site is not sure if the fragment was missing before the start of the procedure or if it fell inside the patient. The staff looked for the missing fragment inside and outside of the patient; however, could not find it. The csr confirmed that the customer had inspected the cannula prior to use. The procedure was completed with no further issues reported.